Event description:
It was reported to philips that a mechanical movement failure occurred, and the ipc was suspected on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the ipc and reinstalled the software, restoring the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).